Event description:
The complainant alleged low o2. The independent repair statement states low o2/yellow light and found a defective hose clamp at the manifold as the key failure and it was replaced. Also replaced was a blue invacare zip tie.